Manufacturer narrative:
Patient ID: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a metatarsal osteosynthesis procedure. During the procedure, the doctor asked for a reduction forceps to reduce the fracture and be able to fix it. It was mentioned that they gave the doctor the reduction forceps to reduce tips of the compact foot equipment and at the moment of closing the reduction forceps, one (1) of the tips part. The event did not affect the patient and did not prolong the time of the surgery. The procedure was successfully completed and patient status was reported as good. This report is for a reduction forceps. This is report 1 of 1 for (B)(4).